Event description:
Ocd rep contacting cts to report of a false negative reaction for the ahg cross match test on the provue with a sample known to contain anti-jka against a donor known to have the jka antigen. Positive reactions were noted when testing the sample and donors listed above for the ahg crossmatch test on the ortho vision and maual iat where a 1+ and 2+ reactions respectively were noted. (B)(4).

Manufacturer narrative:
The ocd rep provided cts with a summary of the complaint and images of the provue, vision and manual testing. Upon inspection of the images provided, disturbance of the cell button were noted with the vision and manual results but none of the provue's initial or repeat testing. The listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. No incorrect or erroneous results have been reported as a result of the reported concern. A definitive root cause was not identified. The most probable root-cause of the false negative result obtained by the customer is sample-related, where crossmatch iat reaction is weak and/or at detection limit of the technique used.